Event description:
Additional information received: the patient has had an MRI and it was reported that what the user had seen was something from a breast surgery and not from the lung bronchoscopy.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide information received through follow up b5 and updates to fields d10, h3 and h4. The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event is not a product defect. The root cause of the suggested event could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not coil the insertion portion with a diameter of less than 15 cm. Doing so could damage the insertion portion, and could cause the manipulation wire to become detached from the cups. If this happens, you may feel a difference when attempting to operate the instrument. For example, the slider may become loose or difficult to move. In this case, stop using the instrument immediately. If you continue to use the instrument and move the slider forward, the manipulation wire may extend from the distal end of the insertion portion, which could cause patient injury, such as bleeding or mucous membrane damages." "Never use excessive force to open or close the cups. This could damage the instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned and is pending evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, after the diagnostic procedure in which the disposable biopsy forceps were used, an x-ray was performed and there was a piece of metal inside the patient's lungs. Per the reporter, the patient seemed okay, however was coughing and a bit miserable but post-procedure that's reasonably normal. The procedure was not delayed. The patient required additional treatment and is ongoing, with a repeat x-ray. An extended hospital stay was not required and the patient's overall outcome was good. The device was inspected per the instructions for use.